Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device could not be interrogated and was "dead in the pocket." The implantable cardioverter defibrillator (ICD)  was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.